Event description:
Paramedics called to the home of a woman administered defibrillation when the heart was observed to be in ventricular fibrillation. A pair of 1010p electrodes were applied to the pt and connected to a physio controls life pak 10. Two shocks of 200 j each were delivered to the pt, the unit appeared to deliver a shock, but none was observed as no twitching or movement of muscle of the pt occurred. A third shock was delivered at 300j and again no shock was apparently delivered as evidenced by pt movement. The electrodes and unit were removed and replaced with physio control electrodes and automatic defibrillator. 200j was delivered and body movement observed at this point the pt was a systole.